Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not successfully implanted due to product performance issue. This rv lead was never in service. No adverse patient effects were reported.

Event description:
Additional information received which indicated that this lead was initially an active implant. However, this lead was removed due to patient's death. No adverse patient effects were reported.